Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, after one shock delivery, the device was unable to analyze. The device was powered off/on to continue treating patient, on third attempt to deliver therapy, device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.